Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient in cardiac arrest (age & gender unknown) the device was unable to detect the attached electrode pads. Complainant indicated that the clinician changed the electrode pads two times to no avail. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive troubleshooting without duplicating the reported malfunction. No clinical data was provided and the activity logs were cleared prior to returning to zoll (B)(4). It is noteworthy to mention the electrode pads used at the time of the reported event were not returned for evaluation. No trend is associated with reports of this type.